Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis was noted three days post lasik in the right eye. Flap debris was noted. The patient complained of blurry vision. Vision has decreased. Topical steroid was increased and flap lift and rinse was performed. Additional information was received. The patient reported symptoms are getting better approximately one week following onset.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).